Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic to determine if the device is magnetic resonance imaging (MRI) compatible. Upon interrogation, it was noted that the atrial lead exhibited high pacing impedance. Programming changes were made to resolve the issue but the impedance value was still out of range for MRI programming. The patient was in stable condition.